Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter kept popping out of the patient due to issues with the catheter balloon.

Event description:
It was reported that the catheter kept popping out of the patient due to issues with the catheter balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "criticore® monitor user information sheet top panel-displays (continued) alerts display (12) (continued) not level-this indicator is displayed when the monitor is not level. Ensure that the monitor hangs freely from the bedframe or sits evenly on the floor and that it is not contacting the bed or being pulled to one side by the probe wire or by the drainage tubing. Full container-this indicator will flash when the collection container is full and needs to be emptied. If the "beeper" switch is in the "audible" position, an audible alarm will also sound. Check probe-this indicator is displayed when a valid temperature cannot be detected or when there is no temperature probe connected to the monitor. Low battery-this indicator will flash when the batteries need to be replaced. Monitor requires 6 "d" cell alkaline batteries-3 in each battery compartment (16). Refer to the operators manual for instructions on how to change the batteries. Alarm silenced-this indicator is displayed when an alarm condition exists and the audible alarm has been silenced by pressing the alarm silence switch (5). Remote panel functions (15) clock format-position the "clock" switch to "12 hour" for am/pm time or to "24 hour" for military time. Temperature units-position the "temperature" switch to "of" to display temperature in degrees fahrenheit. Position the "temperature" switch to "oc" to display temperature in degrees celsius. Backlighting-position the "backlight" switch to the "on" position to enable the backlighting. Backlighting is not continuous-the displays will only be backlit for 30 seconds after any of the top panel switches are pressed. Note: keeping the "backlight" switch turned off will extend the life of the batteries. Flow rate display-position the "flow rate display" switch to the "on" position to continuously display flow rate. Alarms-position the "flow rate alarm" and "temp. Alarm" switches in the "enabled" positions to activate the respective alarms. When a given alarm is enabled, the bell icon will appear next to the appropriate display. Beeper-position the "beeper" switch in the "audible" position to enable the audible alarm. If silenced, only the visual indicators will provide notice of an alarm condition. Setting the time of day-turn the "set value" rotary switch from "normal operation" to "hour," the hour digit(s) will flash, press the display prior output switches (3) on the top panel until the hour value is correct on the present time display (8). Turn the "set value" rotary switch to "minute" and repeat the process. Turn the "set value" rotary switch back to "normal operation." Setting the interval length-turn the "set value" rotary switch from "normal operation" to "interval," the interval value will flash, press the display prior output switches (3) on the top panel until the value in the interval display (9) is correct. Turn the "set value" rotary switch back to "normal operation." Setting alarm limits-turn the "set value" rotary switch from "normal operation" to the desired alarm high or low limit, the value in either the "present interval output" or "bladder temperature" window will flash, either the "high alarm" or "low alarm" alert will be displayed, press the display prior output switches (3) on the top panel until the desired alarm limit value is displayed in either the flow rate display (11) or in the bladder temperature display (7). Turn "set value" rotary switch back to "normal operation." Warning: do not use ointments or lubricants having a petrolatum base on catheter. They will damage silicone and may cause balloon to burst. Cleaning the monitor may be cleaned by wiping the exterior surfaces with a cloth dampened with warm water, alcohol or a nonstaining chemical disinfectant. Caution: do not immerse or excessively wet the monitor. For more detailed information on the criticore monitor operation see the operators manual. Note: compatible only with the bard criticore fluid output and core temperature monitoring system. Temperature-sensing catheter is compatible with other 400-series temperature monitors. Interchangeability: +0.2oc at 37oc. Caution: as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other direct-coupled rf energy sources. Do not stretch catheter - will cause repositioning of probe. Do not use stylet - will cause stretching of catheter. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard infection control system utis account for 40% of nosocomial infections1 in vitro testing of bacterial adherence demonstrates that the lubri-sil i.c. Foley catheter coating reduces adhesion of the bacteria most commonly associated with nosocomial utis² lubri-sil ® i.c. With bard® hydrogel and bacti-guard®* silver alloy coating infection control 100% latex-free criticore® foley tray contents: ¿ lubri-sil i.c. 100% latex-free temperature-sensing anti-microbial foley catheter with bard hydrogel and bacti-guard®* silver alloy coating 5-1/2 ft. Extension cable preattached 2000ml fluid collection container bard ez-lok® sampling port string hanger attached sheeting clips - 2 enclosed control-fittm outlet device ¿ bard tamper-evident seal ¿ uro-preptm tray with: catheter lubricating jelly syringe latex-free, powder-free gloves - 2 enclosed underpad (waterproof), forceps, drape, prep balls, povidone-iodine solution specimen container, cap and label 10cc syringe (prefilled with sterile water) to inflate catheter only lubri-sil i.c. Temperature-sensing anti-microbial foley catheter - 5cc balloon inflate with 10ml sterile water sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the MRI safety instructions. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Set-up procedure: 1. Hang the monitor on the bedframe near the foot of the bed ensuring that the unit hangs freely, or set onthe floor in a safe location. 2. Using proper aseptic methods, open csr wrap to form sterile field and expose catheterization kit. 3. Prepare patient for catheterization using standard technique. Insert catheter using standard technique. 4. Inflate the catheter with the syringe provided. Note: if using syringe other than that provided, use luer slip tip syringe, 10cc maximum. Do not use needle. 5. Turn the monitor on by pressing the "on/off" switch (1). 6. Lift the top of the monitor (14) and place the container securely in the monitor. Lower the lid ensuring that it closes completely and that it traps the container within the monitor. If the monitor is not being used, hang the fluid collection container on the bed using the attached string and hook. 7. Plug the end of the temperature-sensing catheter's extension cable into the connector jack (13) on theside of the monitor. For convenience, the extension cable may be threaded through the sheeting clips. 8. Ensure that the tubing extends from the fluid collection container in a smooth, unkinked path and that no part of the tubing hangs below the top of the container. Note: if it is desired to record the initial in-rush volume of fluid in the "present interval output" display (6), first turn the monitor on, place the empty container in the monitor, and then allow the fluid to flow into the container. The slide clamp on the collection container tubing may be used for this purpose. 9. Catheter should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. 10. To drain the container: empty any fluid in tubing into collection container. Wait until this volume registers in the "present interval output" display (6). Close slide clamp. Drain container. Reopen slide clamp. 11. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sample port until urine is visible under access site. 2. Swab surface of access site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sample port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to labratory. 12. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Criticore user information sheet ® monitor features 1. Display on/off switch 2. Patient data reset switch 3. Display prior output switches 4. Container volume switch 5. Alarm silence switch 6. Present interval output display 7. Bladder temperature display 8. Present time display 9. Interval length display 10. Prior interval output display 11. Container volume, flow rate and cumulative output display 12. Alerts window display 13. Connector for temperature cable 14. Monitor top-lift here 15. Remote switch panel (cover removed) 16. Battery compartments top panel - switches display on/off switch (1) press this switch to turn monitor on, press again to turn off. Note: to prevent loss of data through accidental power off, measurement data remains valid until the monitor has been turned off for 10 minutes. If the monitor is turned on within 10 minutes, the valid data will appear on the displays. Patient data reset switch (2) press and hold this switch for 2 seconds to erase all patient data and to reset the fluid output displays to zeros. All prior interval volumes will be erased. Alarm settings will not be erased. To prevent accidental reset, the "patient data reset" switch must be pressed for 2 full seconds to activate. A short beep will be sounded after pressing this switch for 2 full seconds to indicate that the reset has been completed. Display prior output switches (3) press the up and down symbol switches to step through the stored prior interval outputs. If neither switch is pressed for 30 seconds, the prior interval output window will revert to displaying the fluid output recorded in the most recent prior interval. These switches are also used in setting the time of day, interval length and alarm limits. User information sheet top panel-switches (continued) container volume switch (4) press this switch to obtain a display of container volume in milliliters (the total amount of fluid currently in the collection container). The value will remain on the display for 30 seconds and then the display will go blank. If the monitor is set to continuously display flow rate, the display will return to displaying flow rate 30 seconds after the switch has been pressed. Alarm silence switch (5) press this switch to permanently silence the audible portion of a given alarm condition. The "alarm silenced" indicator will appear in the alerts window display (12) until the alarm condition is removed. Note: for the "full container" alarm condition only; the audible alarm will reactivate if the container has not been emptied within 20 minutes after pressing the "alarm silence" switch. Top panel-displays present interval output display (6) the amount of fluid, in milliliters, that has entered the container during the present interval (that time period from the end of the prior interval up to the present time). Bladder temperature display (7) the patient's bladder temperature in either oc or of. If the bladder temperature falls outside of the alarm limits, and the bladder temperature alarm is enabled, this display will flash. Time display (8) the current time of day. Interval display (9) the interval length. May be programmed to measure the fluid output over intervals of 5 minutes, 10 minutes, 15 minutes, 20 minutes, 30 minutes, 1 hour or 2 hours. Prior interval output display (10) the amount of fluid, in milliliters, that entered the container during the most recent interval. This display will also show the 12 previous interval outputs when the display prior output switch (down arrow) is pressed sequentially. Container volume, flow rate and cumulative output display (11) flow rate-this display is normally blank except when the flow rate function is enabled; then it displays the current flow rate in milliliters per hour. The current flow rate is based on the previous 10 minutes amount of fluid output. If there has been insufficient fluid output data to compute a flow rate (i.e., during the first 10 minutes of operation) dashes (----) will be displayed in this window. If the flow rate falls outside of the alarm limits, and the flow rate alarm is enabled, this display will flash. Container volume-when the container volume switch is pressed the total volume of fluid in the collection container will be displayed, in milliliters, for 30 seconds. Cumulative output-when the prior output switches (3) are pressed, in order to step through the prior interval outputs, cumulative output is displayed. The cumulative output is the sum of all of the previous interval outputs from the prior interval displayed in the prior interval output window up to and including the most recent prior interval. The cumulative output value will change each time a prior output switch is pressed. (The "running total" nature of the cumulative output function facilitates the computation of "shift totals.") This display will go blank, or return to displaying flow rate, 30 seconds after the last time a prior output switch is pressed. Alerts display (12) set value-this indicator will flash when the time of day, interval length and alarm limits are being set via the controls underneath the remote switch panel (15)-the "set value" rotary switch is not in the "normal operation" position. No patient data should be recorded if this indicator is present. High alarm/low alarm-one of these indicators will appear when either bladder temperature or flow rate falls outside of their preset limits when their respective alarms have been enabled. Check container-this indicator is displayed when the monitor cannot detect the fluid within the container or when there is no container present. Ensure that the rubber button in the bottom of the monitor housing is clean. Ensure that the container is seated firmly within the monitor and that the top lid is closed completely. Ensure that the surface of the fluid is undisturbed-remove any source of vibration."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: brand name, common device name, manufacturer name, city and state, ma/510k. The device was not returned.

Event description:
It was reported that the catheter kept popping out of the patient due to issues with the catheter balloon.